Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the worsened mitral regurgitation (mr) due to leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mixed mr with a grade of 4. The mr jet was at a3/p3. Two clips were implanted, reducing the mr to 1. On (B)(6) 2017, the patient presented to the emergency room, symptomatic (nyha 4 - decompensated) with increased mr (grade 4). The initial clips were confirmed to be stable on the leaflets; however, there was a hole in the posterior leaflet (p3). On (B)(6) 2017, a second procedure was performed for treatment of the mr. One additional clip was implanted, reducing the mr to 3-4. The patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed a definitive cause for the reported tissue damage cannot be determined. The mr; however, was a result of the tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.